Event description:
Drug/diluent: unknown. Procedure: unknown and cathplace: unknown. Over the past month, there have been 3 or 4 infections reported with patients that used the on-q pain pump. No pumps or catheters available for return. Additional information requested. Date of event: (B)(6) 2011.

Manufacturer narrative:
Method: no sample received for evaluation and investigation. As no lot number was provided, the device history record cannot be reviewed. Results: without the sample, lot number, or other specifics of the incident, the investigation is limited. It was reported that there have been 3 or 4 infections reported with patients that used the on-q pain pump. Although requested, no further information was provided. All I-flow product is subjected to a validated sterilization cycle that assures an sal (sterility assurance level) of 10 -6. If additional information pertinent to this complaint or the sample is received, I-flow will submit a follow-up report.